Manufacturer narrative:
User facility reported the event to bunnell on 03/24/2025. The suspect device was received 04/14/2025. A complete failure investigation was completed, which concluded that the reported symptom ("jet reading high temp; changed out circuit, continued to read high.") Could not be verified and was not reproduced as reported. The system was operated for over 7 days in the hfv ready condition with no anomalous operation observed, no uncommanded interruptions or shutdowns, no fluctuations and with no alarms of any type generated. Both the cartridge heater plate and circuit heater wire were verified to be operating correctly with the humidifier monitored temperatures remaining stable and verified to be accurate. The humidifier wiring harness was thoroughly inspected and operationally verified to have no problems. No problems of any type could be found with this device which could be responsible for or cause the reported symptom. The hfv was thoroughly inspected, tested and operationally verified to have no problems. The system stabilized at the default controls settings with all monitored values remaining very stable. The hfv fi subject unit was fully serviced and passed all applicable testing requirements. Based on the results of the failure investigation, and user facility's report of no patient injury, it was determined this event was not reportable. User facility report (B)(4) was received on 05/21/2025. The report was reviewed. As the report provided no additional information, the determination that this event is not reportable is unchanged. However, this report is being submitted in response to the user facility report.

Event description:
As initially reported to bunnell: "jet reading high temp; changed out circuit, continued to read high." As reported on user facility report(B)(4): "jet ventilator circuit heater malfunction caused overheating. Circuit was changed and overheating problem was not resolved. Ventilator was exchanged. Patient required manual ventilation during circuit change and ventilator exchange. Faulty ventilator will be sent to biomed for inspection." No patient injury reported.